Event description:
During treatment of a biliary lesion, the patient's bile duct was injured. The patient developed peritonitis requiring medicinal treatment. Additional information has been requested regarding this event.